Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "replace sensor" error message with the freestyle libre sensor on the 4th day of wear. The customer reported subsequently experiencing symptoms of "sweating, tremor," and lost consciousness. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia, and treated with 4 ampoules of glucose and 500 ml of an unspecified serum. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported a "replace sensor" error message with the freestyle libre sensor on the 4th day of wear. The customer reported subsequently experiencing symptoms of "sweating, tremor," and lost consciousness. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia, and treated with 4 ampoules of glucose and 500 ml of an unspecified serum. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) was updated based on investigation. Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified.